Event description:
It was reported the clinician decided to convert the pt to an aorta-uni-iliac approach because of patient anatomy restricting access to the contralateral gate of the excluder device. No allegation of product deficiency was made by the clinician. Pt is fine.